Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical / medical investigation concluded that, it was reported that the product was implanted in the patient was beyond the expiration date. Per e-mail communication the washer was incorporated with and antibiotic rod which was already planned to be remove six weeks following implantation. It was also noted that the patient is doing fine. Since no patient harm is being reported and no adverse consequence is anticipated as a result of this occurrence, no further clinical assessment is warranted at this time. A review of the complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible probable cause could include but not limited to user error. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that after surgery the circulator noticed that the implant sticker shows that the implant was expired. The implant still remains inside the patient. The patient outcome is unknown.